Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Investigation summary: exec summary: samples were received and an investigation was performed. This is the 1st. Related complaint for needle clog on lot # 0336660. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue. Samples returned: customer returned (11) used 32gx4mm bd pen needles without tear drop labels attached. The consumer reported no insulin flow during priming. All 11 returned pen needles were examined and it was observed that 8 pen needles exhibited a bent non-patient end (npe) cannula, 2 exhibited a broken npe cannula and 1 exhibited a straight npe cannula. No evidence of manufacturing defect was observed on any of the samples. The pen needle with a straight npe cannula was tested for flow using a test pen injector: the tested sample was able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles so the customer would think the pen needles were clogged. Since all 11 pen needles were returned after use, the probable cause of the bent and broken npe cannulas can be traced to the user. CAPA/sa: based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported no insulin flow during priming. Date of event: unknown. Samples: available.